Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge.

Event description:
The patient reported that their implantable neurostimulator (ins) was implanted for pancreatitis. It was noted that their ins had gone dead and the device was in overdischarge. The programmer and recharger would not communicate with the ins. The patient met with a manufacturer representative and was instructed on how to perform a physician mode recharge (pmr). The manufacturer representative started the pmr for the patient but did not stay until the pmr was complete. The patient went home to perform another pmr but could not and was seeing the reposition antenna screen. The patient was instructed to work with their manufacturer representative to perform another pmr. The patient had an appointment set up for (B)(6) 2016 but did not show up. Additional information received from the patient reported that the device was removed on (B)(6) 2016 and a new one was put in. Their previous issues were resolved with the device replacement. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was uncontrolled pain. The outcome was reported as resolved without sequelae. The patient initially worked with manufacturing representative in an effort to restore charge. Later the patient had the device explanted and replaced. The event resulted in an unscheduled clinic or office visit. The battery depleted and the patient was unable to charge. The etiology was reported as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.